Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative clarifying patient's report. Rep states the term ¿broken¿ by the patient is referring to the oor message. Rep reports they had explained to this patient that a number of reasons could cause these oor messages and that rep was simply going to use the other lead to avoid these messages, since the other lead got coverage she was happy with. Furthermore, rep states they've not heard from the patient since so I¿m assuming she is still happy with their settings they programmed.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: (B)(6) 2021 : product type lead product ID 977a260 serial (B)(6) implanted: (B)(6) 2021 : product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting the patient had high impedances. 0-7 showed all x and red "can't use" on them and 8-15 showed some x's and red. The rep used contact 8 and 11 and programmed around the impedance issue. The patient had a report of a loss of stimulation. It was indicated that the issue was ongoing. The patient's doctor and patient are aware and patient doesn't want any more surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that when patient left the office (B)(6) 2024, patient had 3 new working groups, all stimulating the areas of their pain. Rep reported they have no new information that the programs were helping patient's pain. Rep noted the patient's healthcare provider was informed of the impedance issue that same day.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type: lead. H6. Correction: device code: a0401 doesn't apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2021, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-oct-27. The rep reported there were no known external environmental factors. They reported the reprogramming resolved all issues and the pt was getting good coverage where they needed it. Rep noted they do not have info as of the "status of the oors" from the original managing physician office as that doctor had moved locations.

Event description:
It was reported that there was a high impedance issue with an implantable neurostimulator device. The issue was ongoing and not resolved. Impedance values were recorded as follows: contacts 0-7 (40000), contact 8 (930), contact 9 (21370), contact 10 (26540), contact 11 (25920), contact 12 (39060), contact 13 (910), contact 14 (23850), and contact 15 (25970). Troubleshooting steps included impe dance checks. The device remained implanted and in service, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021. Explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6). Ubd: 25-jan-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-jan-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported yesterday when they went to charge ins, they saw 'settings not available' message display. Even after removing and reinserting li battery, the message still displayed. Agent asked, pt said they only had one group they use. Pt also mentioned they saw MRI mode had come back on - pt had MRI some days prior and didn't know why that would turn back on. Pt was able to successfully turn stim on, but again was getting 'settings not available.' The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided nas phone number and sent email to reps in field for visibility, as pt said they recently moved and do not have ability to meet with their hcp until end of year at earliest. Agent reviewed how pt can go about having a medical facility facilitate appointment with a rep to reprogram or interrogate ins. A response was received from a manufacturer representative reporting that they met with this patient last friday and got all issues resolved. Patient had only 1 program so rep gave her 2 new options as well as adjusting her current program so that she would no longer receive the oor "settings not available message". Patient had contacts out of range at time of repro. Cause of this is unknown as this is a new patient in our territory. Patients weight at this time is unknown. She does not have issues with the MRI mode coming on, this was confusion on her part that she needed education on. Patient has all issues resolved and no longer needs assistance. Pt called back stating they met with their rep who corrected their problem and provided them with 3 deferent choices for programming, but the pt was told that half of their leads were broken even though they did not fall. Pt wanted to know what could have caused that. Pt then noted that their MRI mode was displaying head only and inquired why.